Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) drawers 4.1 and 4.2 were not detected on bus. A field service engineer (fse) verified that there were no light emitting diode (led) on pyxisbus module controller (pmc) board. Then the fse performed troubleshooting and reseated all cabling. Then replaced pmc board with a new one, after that the service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 4.1 and 4.2 were not detected on the bus and could not be recovered, along with all cubies within those drawers. Recovery attempts were unsuccessful, and the drawers could not be opened, possibly due to misalignment. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.